Manufacturer narrative:
Age,weight and ethinicity: not applicable, as there was no patient contact with the product. Initial reporter:unknown, as it was not available to provide. Initial reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was stuck in cartridge and was broken. There was no patient contact with the product. No further information provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: 20 apr 2022 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the handpiece was received with the plunger rod advanced. Further inspection of the handpiece revealed that no further issues were identified. The lens was removed from the tape and cleaned revealing that it was a portion of the optic body and a haptic and that the lens was torn. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. Based on the analysis of the returned device, there is no indication of product quality deficiency. The product quality deficiency could not be confirmed. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.